Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient developed a pocket infection. The system was explanted. The patient's condition before and post procedure appeared to be stable.